Event description:
It was reported that an asymptomatic patient presented in the ER after receiving inappropriate atp and hv therapy. Stored egms showed atrial fibrillation with a rapid ventricular response. The device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.